Event description:
A other health care professional contacted technical service to report that when mobilizing the chair to a patient's bed with the patient lift, the sling strap broke. The patient was above the bed at the time, there were no serious consequences. The nursing assistant and nurse were present. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The customer reported that the product is available for evaluation by baxter.

Manufacturer narrative:
The sling has been requested to be returned to the manufacturer for inspection. A final report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that when mobilizing the chair to a patient's bed with the patient lift, the sling strap broke. The patient was above the bed at the time, there were no serious consequences. The nursing assistant and nurse were present. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The customer reported that the product is available for evaluation by baxter.

Manufacturer narrative:
The sling was requested to be returned to lulea for investigation. The technician visited the customer, but the sling was not found and no one was available to provide information about the event. Based on this information, the cause to the alleged issue will be undetermined. Liko soft original highback sling is a basic model which is designed to adapt to the patient without individual adjustments. It provides for a slightly semi-reclined sitting posture and support for the entire body, which is good for patients with reduced head and torso stability. Soft original highback sling can be used in all common lifting situations. Although there was no adverse event reported and a root cause of the reported incident could not be determined, if a load bearing strap on the sling were to tear during a patient transfer, it could lead to injury or death.